Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Device analysis revealed that the damaged component was the power supply and not the power cord as originally reported. External visual inspection of the power supply revealed damage to power supply cable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that sparks were coming from the power cord. The cord had previously been taped with electrical tape.